Event description:
It was reported that during the last tray of tissue harvested on the head of a pt (child), the two screws that hold the blade and width plate in place of the zimmer air dermatome became loose. It was further reported that the cut was too deep and was damaged, further surgical action was required to refit the tissue.

Manufacturer narrative:
Device was returned for evaluation, however, investigation is on-going. A follow up medwatch will be submitted once the investigation is completed.